Manufacturer narrative:
Per the clinic, th was reported that the device was explanted during the abutment removal (date not reported). This report is submitted september 10, 2019.

Manufacturer narrative:
This report is filed on july 24, 2019.

Event description:
Per the clinic it was reported that the patient's abutment was removed under general anaesthesia (date not reported) due to a non-device related infection behind the ear.